Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.

Event description:
The complaint was reported by a customer from USA: "ac adapter fell apart dr. (B)(6) was shocked when she pulled power supply out of outlet. Power supply fell apart delay in therapy: no. Need for medical intervention: no."